Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible in the guide wire lumen and contrast in the balloon and inflation lumen consistent with preparation and the sds at least partially advanced over a guide wire. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. As there were crimp marks noted on the balloon, it is likely that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged due to handling prior to the procedure. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no nonconformances related to the complaint and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the 2.5 x 23 mm promus was noted to have no stent implant on the stent delivery system balloon. No adverse patient effects were reported. No additional information was provided.